Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the a warning light appeared. It was further determined that the battery device would not charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the when the battery devices were inserted onto the charger device a red triangle was displayed. During in-house engineering evaluation, it was observed that the battery device would not charge and a warning light appeared. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.